Event description:
Reporter indicated that vns patient was explanted due to infection. Further follow-up revealed that the infection was present at the pulse generator/pocket area. The infection was treated with antibiotics and explant of pulse genertor and enitre lead (including electrodes). Reimplanted is not scheduled at this time.